Event description:
The complainant reported a 55-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. The pump was explanted after two days of support due to unresolved suction/low flows. The team attempted a 5.5 pump delivery but due to anatomy another, second impella cp was instead placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. Impella cp returned for evaluation. Upon visual inspection, biomaterial observed around impeller. No broken blade or cannula kink observed. No other abnormality. Data logs were reviewed and lt logs from case show that pump was unable to flow higher than ~2.0l/min when turned down to p-6. Suction alarms also present at that time. The cause of the low pump flow was biomaterial. D9 date device returned to manufacturer added. E4 should have been left blank on manufacturer device report 1220648-2024-18866.